Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited error code 46228 and the battery compartment was damaged. The event occurred during testing. There was no delay in therapy, no patient involvement and no patient harm.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a scratched lcd lens, damaged battery compartment and worn downstream occlusion (dso) seal. No evidence was found in the event history log. Functional testing was unable to replicate error code 46228 but the damaged battery compartment was confirmed by visual inspection. The root cause of the error code was undetermined, and the root cause of the damaged battery compartment was determined to be customer damage. The battery compartment was replaced and preventive maintenance performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.